Event description:
A nurse reported having two handpieces that were not functional during a case. A third handpiece was connected and used to complete the case. There was a 20 minutes delay in surgery. There was no pt injury reported.

Manufacturer narrative:
The facility called in to technical services and a new handpiece was ordered. The replaced handpieces will be sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).